Manufacturer narrative:
A2: age at time of event: older than 18 years. (B)(6).

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal and common carotid arteries. After successful stent deployment, strong resistance was encountered when removing the delivery system. The device was ultimately removed, and the procedure was completed. No patient complications were reported. It was further reported that during removal, the resistance encountered was between the stent delivery system and the filterwire ez embolic protection system. The filterwire and the stent delivery system were ultimately removed separately from the patient. The filterwire was removed by placing it into a standard retrieval catheter.

Manufacturer narrative:
E1 - initial reporter email: (B)(6).

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal and common carotid arteries. After successful stent deployment, strong resistance was encountered when removing the delivery system. The device was ultimately removed, and the procedure was completed. No patient complications were reported.